Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms not functional and error code 1 red and 2 green. The key failure is the pilot valve is not switching. Additional malfunction was the power switch had no alarm function. The non-alarming issue is a reportable event which is the basis of this FDA filing.